Event description:
During surgery, baralyme absorbent canister in use with sevoflurane anesthetic gas started to melt and burn. Pt inhaled smoke and hot gases and required further treatment. Baralyme canister in question was installed in anesthesia machine in 2003 and the machine with absorbent canister was used one day later several cases with no problems reported. Hosp claims that the sevoflurane anesthetic gas flow was shut off over the weekend.